Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to partially broken retainer. Unit passed the sleep current measurement, active current measurement, and self-test. No unexpected insulin flow blocked alarms noted during testing. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No low battery alerts, no insulin flow blocked alarms, and no stuck button alarms noted in pump downloaded history. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir did not lock properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, partially broken retainer, and cracked reservoir tube lip. No power errors and no unexpected insulin flow blocked alarms noted and pump passed sleep current measurement, active current measurement, and self-test, however, battery tube was corroded. All buttons functioned properly during test. No keypad anomaly noted. No low battery alert, no insulin flow block alarm or stuck button alarms noted in pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that insulin pump's battery life was diminished, buttons were sticky and unresponsive and had false unexplained no delivery alarms. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue using the device and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b1, b2, d10 hwith this report. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5, h1/h2 with this report. Information provided in the initial report in section h6 under health effect - clinical code: 4582, health effect - impact code: 2199 was incorrect. The correct information has been provided with this report in section h6 under health effect - clinical code: 1905, health effect - impact code: 4613.

Event description:
Corrected/missed event description: information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 480 mg/dl at the time of the event. The customer reported that the insulin pump's battery life was diminished, buttons were sticky and unexplained no delivery alarms were found. It was unknown whether the customer was using the insulin pump system within 48 hours and auto mode/smart guard feature was active or not at the time of the high blood glucose event. Troubleshooting was performed. No further patient complications were reported. It was unknown whether the customer will continue the use of the device and the insulin pump will not be returned for analysis.